Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during implantation of an impella cp there was concern for bleeding issues so the physician reinserted the sheath. Then, the patient developed ischemia in the right leg. The device was positioned too deep and was generating alarms. The device was pulled back via echocardiogram but it would go shallow and deep again. The p level was decreased and albumin was given. The pump was removed, pressure was held, and the patient started decompensating. The patient coded for an hour. It was suspected that the patient suffered a retroperitoneal bleed because their hemoglobin dropped from 8.1 to 4. The patient expired.

Manufacturer narrative:
No product was returned for investigation. Data logs were returned for analysis. The root cause of the pump suction was most likely user related due to positioning issues based on the provided clinical details which mentioned that the pump was confirmed by echo to be in the wrong position and data log analysis which confirmed suction alarms occurring during the case around the time the pump was reported to be in the wrong position from the clinical details. The root cause of the positioning issues was most likely patient condition related based on the provided clinical details concerning the patient's anatomical abnormalities, which caused the pump to go shallow and then deep again after repositioning. The root cause of the ischemia was unable to be determined due to insufficient clinical details. The root cause of the cardiac arrest was not determined due to insufficient clinical details. The cause of the major bleeding was not determined due to insufficient clinical details. The device passed all post-sterile inspection checks.